Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 6/7f mynxgrip vascular closure device (vcd), the tamp tube was missing after the balloon was inflated and pulled back against the unknown sheath. Manual pressure was chosen after the device malfunctioned. There was no patient injury. The technologist who deployed the device is mynx certified and highly experienced, as the account has used mynx grip for many years. One device was used on an actual patient, and upon testing the deployment block to verify performance, it was confirmed that the device did not operate properly¿specifically, the tamp tube remained in the shuttle and the sealant was exposed on the wire introducer. Additional devices on the shelf were also tested and demonstrated the same malfunction. The procedure involved one patient, using a 6 f non-cordis sheath on a femoral artery with a diameter of 5 mm or greater. The plaque morphology is unknown. The devices and remaining sterile devices will be returned for evaluation.

Manufacturer narrative:
As reported, during use of a 6/7f mynxgrip vascular closure device (vcd), the tamp tube was missing after the balloon was inflated and pulled back against the unknown sheath. Manual pressure was chosen after the device malfunctioned. There was no patient injury. The technologist who deployed the device is mynx certified and highly experienced, as the account has used mynx grip for many years. One device was used on an actual patient, and upon testing the deployment block to verify performance, it was confirmed that the device did not operate properly¿specifically, the tamp tube remained in the shuttle and the sealant was exposed on the wire introducer. Additional devices on the shelf were also tested and demonstrated the same malfunction. The procedure involved one patient, using a 6 f non-cordis sheath on a femoral artery with a diameter of 5 mm or greater. The plaque morphology is unknown. Two (2) non-sterile mynxgrip vascular closure devices, size 6/7f, involved in the reported complaint were returned and were labeled as ¿a¿ and ¿b¿ for investigation purposes. For this investigation, device ¿b¿ was reviewed. Visual inspection showed that the shuttle was engaged to the black handle, and the stopcock was observed to be open. No syringe was returned for this evaluation. No catheter sheath introducer (csi) was returned. The sealant was not returned, and the advancer tube was also not returned. The sealant sleeve was found fully retracted, and the balloon showed no abnormal conditions to be reported. Additionally, no other anomalies were observed during this visual analysis. An inflation/deflation test was performed in the device ¿b¿, and no issues related to the reported event were observed, as the balloon inflated and deflated normally without difficulty. A deployment simulation could not be performed in accordance with the device, as the sealant and advancer tube were not returned for evaluation. However, a shuttle displacement test was executed. The shuttle cartridge advanced and retracted to the black handle without any issues. The reported event of ¿sealant-failure to deploy advancer tube¿ was not observed through functional analysis of the returned device as the device was returned completely deployed with no advancer tube or sealant returned for analysis. The exact cause of the issue experienced by the customer could not be determined during product evaluation or picture analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy advancer tube reported. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.